Event description:
It was reported that an increasing trend in impedance and threshold was noted on the ventricular channel. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.